Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Weld holding shaft and handle has cracked. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported breakage. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The current returned device was manufactured in september 2008, prior to the supplier corrective action in june of 2009. No additional corrective action required. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the provided product code and lot code combination found similar reported events. A previous product enhancement has been implemented. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause and a possible corrective action already implemented, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.